Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized because the insulin pump had delivered too much insulin. It was stated that the customer had a seizure, and troubleshooting was not performed. The caller stated that the customer has not seen the endocrinologist for four years, and the up arrow button was not functioning. No further information was provided.